Manufacturer narrative:
Section b3: date of event corrected. Section h6: health effect - clinical code and medical device problem code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of right ventricular failure, multi-system organ failure, and cardiac arrest could not be conclusively established through this evaluation. Additionally, the reported low flow alarms could not be confirmed as no log files were submitted for review. A specific cause for these alarms could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Heartmate 3 lvas, serial number (B)(6), was reportedly not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists multiple organ failures/dysfunctions (including right heart failure) as adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, "patient care and management", states that patients may develop right ventricular failure during or shortly after pump implantation and lists associated treatment options. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to going into florid right ventricular failure (rv) immediately post operation that was refractory to pressors and right sided temporary support. Care was then withdrawn. The death was considered device or therapy related. An autopsy was not performed. The pump was not explanted and would not be returned. The patient only had mild rv dysfunction pre-left ventricular assist device (lvad). It was said no device related issue caused rv failure. Leading up to the death the patient had post operative shock requiring high does vasopressors with frequent low flows from the lvad. There was concern for rv failure and a impella rp flex was placed post operation. This lead to multi system organ failure and finally asystole cardiac arrest. The family decided to pursue comfort measures. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.